Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red blisters on the patient's back. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's doctor advised the patient can remove the device to allow the irritation to heal. The patient used unscented water-based lotion and the irritation improved.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red blisters on the patient's back. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's doctor advised the patient can remove the device to allow the irritation to heal. The patient used unscented water-based lotion and the irritation improved.supplemental report 10/05/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.